Event description:
Caller states he tested 1.8 inr on the coaguchek xs system and 2.7 inr on a comparison lab. Caller states he took his coumadin, documented as 8.5 mg, 30 minutes after the lab was drawn. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.